Event description:
The customer reported via phone call that they experienced a low blood glucose of 34 mg/dl. Customer stated their boyfriend was assisting them with their low blood glucose. The customer also requested assistance with changing the infusion set. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.